Event description:
Mayfield adaptor is machined too tight, causing difficulty with movement and removal. This is causing wear on support arm due to tightness of clamp, and small metal filings are visible. No delay, no impact to patient.

Manufacturer narrative:
It was reported that the mayfield head holder adaptor s/n (B)(6) is machined too tight, causing difficulty with movement and removal from the support arm s/n (B)(6). This is causing wear on the support arm due to the clamp tightness, and small metal filings are visible. The reported damage is confirmed based on the pictures provided by the reporter. The mayfield head holder adaptor and support arm were not returned at the manufacturing site for investigation. However, based on the review on the complaint description, of the reporter's pictures and of the serial numbers of the affected parts, it is confirmed that the reported issue is linked to a known hardware anomaly. A replacement mayfield head holder adaptor has been ordered.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Mayfield adaptor is machined too tight, causing difficulty with movement and removal. This is causing wear on support arm due to tightness of clamp, and small metal filings are visible. No delay, no impact to patient.